Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. The device has a cracked housing, lcd, and scratched screen. Visual inspection found that the lcd has missing segments. No issues were found with the device alarming. The root cause of the event can be attributed to the lcd. The lcd will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that missing pixels continuous alarms during testing. No patient injury was reported.